Event description:
It was reported that the caregiver (cg) had the patient line and extension on the floor and some solution was pouring out. The baxter technical service representative (tsr) advised the cg to start over with new supplies and advised the cg of the proper patient line placement. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.